Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 650-1058 cer bioloxd option hd 40mm lot# 2982814, item# 650-1065 cer option type 1 tpr sleve -3 lot# 2959047, item# unknown unknown stem lot# unknown, item# unknown unknown shell lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent revision due to infection approximately 1 month after initial implantation in which surgeon irrigated/debrided for possible infection. No additional information available.